Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01089. This report is being submitted as additional information. Approximate age of device ¿ 11 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient¿s family decided to withdraw care, and the patient expired after the discontinuation of mechanical and respiratory support. Per the death note, the immediate cause of death was heart failure. The patient was noted for right heart failure post lvad implant requiring rvad support. Right ventricular failure and heart failure were possibly related to the lvas. The renal failure was not related to the lvas. There was no pump pocket or driveline infection associated with the bacteremia. No autopsy was performed as the patient¿s family took the patient to egypt. The immediate cause of death was suspected to be heart failure. The hm3 lvas instructions for use lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had right heart failure post implant requiring right ventricular assist device support. The patient¿s hospital course was complicated by right ventricular failure, requiring veno-arterial and veno-venous extracorporeal membrane oxygenation (vv-ECMO). The patient also had renal failure requiring continuous veno-venous hemodialysis, and klebsiello bacteremia. Despite maximal therapy, the patient had worsening acidosis and vasoplegic shock. The patient¿s family decided to withdraw care, and the patient expired on (B)(6) 2018. According to the patient¿s death note, the immediate cause of death was heart failure. It was also reported that right ventricular failure and heart failure were possibly related to the lvad. The renal failure was not related to the lvad. There was no pump pocket or driveline infection associated with the bacteremia. No additional information was provided.